Event description:
Related manufacturer reference number: 2017865-2022-13883. It was reported that a patient presented in-clinic for a right atrial (ra) lead revision. Under-sensing was previously noted on the ra lead and was the reason for the revision. During the ra lead revision procedure, the ra and right ventricular (rv) leads were found to have dislodged, and both exhibited inappropriate capture and under-sensing as a result of the dislodgement. The ra and rv lead dislodgement was noted through x-ray imaging. The ra and rv leads were both explanted and replaced on (B)(6) 2022. The patient was recovering and no additional patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, undersensing and inappropriate capture. As received, a complete lead was returned in one piece with the helix found round retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retraced by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of undersensing and inappropriate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Additional information: h10: new information regarding analysis included in below statement: the reported events were lead dislodgement, undersensing, noise and inappropriate capture. As received, a complete lead was returned in one piece with the helix found round retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retraced by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of undersensing, noise and inappropriate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Additional information: h6: codes should reflect new information of lead noise and pending investigation analysis for lead noise

Event description:
New information received notes that signal artifact was noted on both the right atrial and right ventricular leads. No over-sensing was noted.